Event description:
I received a letter indicating that my freestyle libre 3 plus sensor glucose readers were recalled. I need information on how to go about getting new ones. Patient:4582. Device:1420. Referenced reports: mw5181128, mw5181129.